Manufacturer narrative:
The device will not be returned for evaluation. An analysis of the actual sample could not be performed and the root cause of this complaint could not be determined. (B)(4).

Event description:
It was reported from (B)(6) that the coil was unable to detach with a v-grip controller. The physician decided to withdrawal the coil; however, the coil detached during withdrawal. No patient injury was reported with this event.